Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 05dec2016 to assess the instrument test well images in question, which appeared as visually negative. An immucor field service engineer (fse) visited the customer site on 06dec2016 to assess the instrument in question. The fse adjusted the robot arm y belt, calibrated the camera, cleaned the rinse station and inner filter, and cleaned the washer manifold.

Event description:
On 05dec2016, an unexpectedly negative antibody identification was reported by a customer, when tested on a galileo echo instrument on (B)(6) 2016.